Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that a ar-6480 dw pumps wheel started smelling like melting/burning plastic. This occurred during an unspecified time, with no patient effect reported.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation of the exterior of the device, no problems were noted. The device was opened for evaluation and it was noted that one of the interior components was burned/damaged. Functional testing was not performed as the complaint allegation has a potential fire hazard.